Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1652 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC cracked at hub. A new PICC was placed. It was stated crack resulted in blood/bodily fluid exposure and "could cause infection concerns." No other information was provided.